Event description:
It was reported that the bd luer-lok¿ syringe had foreign matter: the following was received by the initial reporter: (B)(6) has observed particles during the cell therapy manufacturing process. A critical investigation has been initiated to further determine root cause of the particulates and to potentially identify the source(s). A third party analysis was performed on particulate samples and characterization of particles include: pet polyester cellulose; colored (yellow, tan, blue) and colorless nylon.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Bd maintains robust quality controls to mitigate this type of defect from reaching the customer. Including specific inspection frequency during production lots, daily housekeeping, and all other applicable testing. These measures are all captured in the device history record for the lot. The supplier corrective action record sent to bd will not be filled out as all applicable information that is available and allowed to be shared was captured as part of this limited investigation. This includes complaint history, device record reviews and an overall summary. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information was provided.